Event description:
It was reported that prior to use, electrical stimulator extender module was not found. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found laptop cosmetically okay. Not able to confirm reported fault. Tested the laptop as per sri nccpu e4 rev. W and found it working fine. H6: the applicable codes are fdm b01, fdr c19, fdc d16 and img g02030 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: eex901, serial/lot #: unknown h6: the applicable codes are fdc b17, fdr c20, fdc d16 and img g02005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.